Event description:
ECMO [extracorporeal membrane oxygenation] console shutdown without warning causing pump to power off. Ccp [certified clinical perfusionist] on shift was briefly attempting to restore power to the console and when they were unsuccessful, retrieved a backup console which we then used to replace the failed console. On [redacted] with backup console: circulated prime and ran the pump a couple hours earlier. Called for an ECMO initiation and within 30 seconds of unplugging from a/c power, the console died, screen lost power. Of note, the console was not in sleep mode, prior to unplugging it was showing a fully charged battery, no odd alarms. It did the normal alarm upon unplugging from a/c power, which I acknowledged, then by the time I had pushed it to the trauma elevator the console was dead. I plugged it back into a/c power and upon powering back up, it showed a 100% charged battery. Attempted to replicate the issue, it behaved normally for 6-8 times then it finally died again within minutes of being unplugged this morning. While decannulating a patient (after support was off) the console/ screen shut off. Also noted that the power cable under the monitor was loose, and that could have contributed to it. Even if that was loose, the battery should have kicked in to prevent the console from shutting off, but it did not.

Event description:
ECMO [extracorporeal membrane oxygenation] console shutdown without warning causing pump to power off. Ccp [certified clinical perfusionist] on shift was briefly attempting to restore power to the console and when they were unsuccessful, retrieved a backup console which we then used to replace the failed console. On [redacted] with backup console: circulated prime and ran the pump a couple hours earlier. Called for an ECMO initiation and within 30 seconds of unplugging from a/c power, the console died, screen lost power. Of note, the console was not in sleep mode, prior to unplugging it was showing a fully charged battery, no odd alarms. It did the normal alarm upon unplugging from a/c power, which I acknowledged, then by the time I had pushed it to the trauma elevator the console was dead. I plugged it back into a/c power and upon powering back up, it showed a 100% charged battery. Attempted to replicate the issue, it behaved normally for 6-8 times then it finally died again within minutes of being unplugged this morning. While decannulating a patient (after support was off) the console/ screen shut off. Also noted that the power cable under the monitor was loose, and that could have contributed to it. Even if that was loose, the battery should have kicked in to prevent the console from shutting off, but it did not.